Event description:
A report was received that the pt was experiencing changes in stimulation, pain, and cramping. The pt underwent a lead revision, and the physician replaced the percutaneous leads exhibiting high impedances with a paddle lead. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted leads were not returned to bsn, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.